Event description:
New information noted that the right ventricular lead was capped and replaced on 14 august 2019. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had rising impedance, a drop in sensing, and a rise in capture thresholds. Lead revision was scheduled. Patient was stable throughout event.